Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an implantable pump infusing unknown morphine for non-mali gnant pain. It was reported that the patient had a pump replaced this morning. The wound and incision were opening back up so they went with a smaller pump and moved the location. The caller stated that it began right after surgery in 2024. The caller stated that the incision never closed and they resutured that incision and it wouldn't close. The pump was moved from left to right abdomen in may and the patient was doing ok up until a week ago and it opened again. [See pe 708194991 for previous pump revision].